Manufacturer narrative:
Component code: g01003. D8 was this device serviced by a third party? No . A review of tickets was performed for reagent lot number 24365ud00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 24365ud00 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No additional patient demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: sid (B)(6): (B)(6) 2021: initial result 117.4 ng/l. Repeat 0.4 ng/l no impact to patient management was reported.